Event description:
While anesthesia was putting the patient under she had brachycardia and started crashing, compressions were started and they called for a crash cart. Veran rep stepped out of the room. Only vpads had been placed for CT, the pads were not plugged into the cart yet, tower still off to the side in the room. The crash cart was not utilized but the patient was intubated and admitted to the ICU. Staff informed veran rep that the patient is awake and talking in the ICU. Pacemaker was placed the following monday, (B)(6) 2020.